Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the g6 ios app was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2: type of follow up: additional information/ device evaluation h3a: device evaluated by mfg- additional information h3b: evaluation included - additional information h6: additional information.

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth was performed and passed. Sharel ogs were provided. However, the data received reflected the g6 ios app. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.